Event description:
Additional information was received from a company representative. The healthcare provider was the initial reporter.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 10000 mcg/ml fentanyl at a dose of 2001 mcg/day via an implantable pump for malignant pain and bone. It was reported that the patient had just had a routine pump refill with no dose adjustments and was checking out of the healthcare provider¿s (hcp) clinic when the patient became unresponsive and subsequently stopped breathing (but had a pulse). A code was called by the staff. The hcp and staff member ventilated the patient with an ambu bag. Simultaneously, the pump was set to minimum rate and intranasal narcan was administered three times. The patient became alert and responsive within two minutes of the last narcan dose. The refill printout was reviewed for dosing errors and none were found. It was confirmed that the patient had not received any bolus and no dose adjustments were made. The only change was to update the reservoir volume from 2.2 ml to 40 ml. A refill kit was used to aspirate all the drug from the pump reservoir to assess volume, which was 39 ml. The hcp believe that the patient may have received 1 ml of drug (10000 mcg/ml fentanyl) in his pocket. The pump was reprogrammed to the previous simple continuous dosing with patient activation (pa) (2001 mcg/day with pa 250 mcg every 30 minutes per 10/12 hours, maximum 10). The patient was transferred in stable condition to the hospital for observation and to rule out any neurological or cardiac events which might have cause the episode (which were all ruled out). There was a presumed pocket fill. The hcp did not know how any drug was instilled in the pocket. The hcp felt the bottom of the pump with the needle, confirmed the placement in the reservoir multiple times during refill by aspirating fluid back. The patient was thin, so it was not a technically challenging refill. There was no suspicion of a pocket fill. The issue was resolved and the patient status was stated as alive with no injury. Surgical intervention was not planned. The patient¿s medical history included multiple myeloma. There were no environmental, external, or patient factors that may have led or contributed to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.